Event description:
It was reported the ez45b was used during a lung volume reduction procedure. It was reported by the affiliate the staple driver bent and the surgeon could not fire the instrument nor reload the cartridge. A new device was opened to complete the case. There was no consequence to the pt.